Event description:
Hospital advised that patient was set up to receive intralipids at a rate of 0.3ml/hr on channel b on a syringe set. "Vtbi" was set at 20 cc. Nurse checked four hours later and 1.1 cc was left in the syringe. Channel a was infusing hyperal and infused with no problems. There was no patient consequences.